Manufacturer narrative:
The reported events were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a procedure for a coronary artery bypass graft (CABG), possible atrial lead issues were observed. Subsequently, no capture and a decrease in p wave sensitivity was observed on remote monitoring. The lead was explanted and replaced. The patient was discharged in stable condition.